Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that a call service alarm had occurred 3 or more times in 30 days. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the investigation was completed with the returned battery cap. The black box confirmed call service alarms. The pump was exercised for 24 hours and the complaint was not duplicated. The pump case was removed and no moisture or internal damage was observed.